Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and when the catheter was placed into the patient's body, the deflection wire of the d-curve side had been broken. The damage resulted in wires being exposed. The issue was resolved by replacing the smart touch sf catheter. The procedure was completed without patient consequence.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 27-sep-2023. The device evaluation was completed on 12-oct-2023. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and when the catheter was placed into the patient's body, the deflection wire of the d-curve side had been broken. The damage resulted in wires being exposed. The issue was resolved by replacing the smart touch sf catheter. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. No internal components exposed were observed. Deflection testing was performed, and the deflection mechanism failed specifications due to the t bar component slid down from its place. A manufacturing record evaluation (mre) was performed for the finished device 31085276l number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The deflection issue was confirmed. It should be noted that product failure is multifactorial. The internal components exposed reported could not be detected during the product investigation. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: clamp (g0405203) were selected as related to the reported deflection issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported issue of wires being exposed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).